Event description:
It was reported that a technician in-training in the use of the starclose se device attempted arteriotomy closure of the right groin after an interventional procedure. Reportedly, after the procedure, the patient developed a hematoma and expressed pain. The hematoma was reported to be extremely small and posed no adverse effects. The patient also expressed an allergy to nickel but reported no symptoms. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis.